Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this patient's home monitoring system detected a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. Additional information was obtained by the field representative from the health care professional (hcp) that the shock impedance was normal the next day and the patient was doing fine.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the jump in out of range impedance that occurred five years ago.